Event description:
This procedure was performed in the sfa. Physician deployed the stent, and the delivery device was removed. The physician then went back with a balloon to post dilate the stent, however, the physician observed under fluro, what he thought was the distal tip of the delivery catheter of the protege everflex. There were no complicating circumstances during deployment. This was delivered through a 6mm sheath to a contralateral, previously stent grafted (9mm), external iliac. I did not notice any aberrances until post deployment dilatation. Removal of the retained segment went well using a gooseneck snare with the only sequelae being upsizing to a 7mm sheath. There were no patient related complications.

Manufacturer narrative:
Note: a site visit was permitted for visual device examination only. No destructive testing was allowed per the risk management department at site.